Event description:
A 33 year old male with history of aortic insufficiency and mitral stenosis status post ross procedure (01/97) developed severe aortic insufficiency and pulmonary outflow obstruction within 14 months of procedure. Pv00 in pulmonary position explanted due to stenosis. Explanting surgeon noted at time of explant that the valve (a 27mm at time of implant) was severely constricted. The surgeon also noted that the allograft appeared black in color.